Event description:
The patient stated that two or three v-go's come loose, starting about a week ago, but they did not fall of but the needle came out. The patient wears the v-go on the back of the arm and during the night while sleeping the patient said this occurred after wearing the v-go for about eight to ten hours.